Event description:
The customer reported an intermittent loss of x-ray functionality during exams. There is no report of pt injury or death.

Manufacturer narrative:
A age representative evaluated the system and could not reproduce the reported problem. The system operates as intended.